Manufacturer narrative:
MFR's report date 6/27/97. The pump was not returned for evaluation, however, the hospital did receive the safety alert and the gap was checked and no fault was found. The safety alert specifies that if the gap becomes too narrow, it may become more difficult to correctly install the IV tubing, which may result in an overinfusion. In addition, the correct set loading procedure should be followed per correct set loading procedure should be followed per the directions for use (page 9) which states: "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector. Do not use the door to close the orange latch." The MFR has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. A safety alert dated april 11, 1997, has been mailed instructing the user to: a) measure the mechanism gap. B) replace the follower housing assembly if necessary. C) ensure that the set is correctly loaded into the pump mechanism. The MFR requested additional patient info, however, the hospital did not have it.